Event description:
It has been reported that while inserting the first screw into the plate, the ring began to twist. The screw and plate were removed and the procedure was completed using a second plate and screw. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Additional part involved in event:part no. Description14-521614 14mmx4.0mm screw